Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an inaccurate platelet results that were generated on two different dxh800 instruments, over different days, for five patient samples with platelet clumps. This MDR will focus on patient (B)(6) which occurred on (B)(6) 2011. The other four events will be reported in separate mdrs. Instrument generated flags (including platelet clump flags) were not provided for the patient samples. The result was reported out of the laboratory. Upon further investigation of the patient samples, the customer observed interferences on the wbc and/or plt histograms. Slide estimates were performed and amended reports were sent out for the patient results with codes: h748 (plt clumps present on smear, machine count may not be valid and will not be reported) h749 ("platelets appear adequate"). Customer does not believe any change to patient treatment occurred and no reports of death or injury. This event is also associated with the following mdrs: 1061932-2011-00897, 1061932-2011-00905, 1061932-2011-00902, 1061932-2011-00903.

Manufacturer narrative:
The specimens were collected in 13x75 edta bd hemogard tubes and stored either refrigerated or at room temperature. The samples are processed with 24 hrs. The controls were run before and after the event; all controls results were acceptable. Raw data was not available for the investigation. Service was not dispatched for this event. The customer has been requested to save raw data files for any future samples. Root cause is unknown. However, platelet clumps were seen on the manual smears for all patients. Per bec labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.